Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3, g6, h2, h11. Corrected fields - h6 (component codes).

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) hospital. A getinge field service engineer (fse) states, the unit was under warranty and the faulty valve assembly and safety disk were replaced. After replacement, the valve assembly (0104-00-0018) and safety disk (0997-00-0985-15) tested normal. The unit passed pre-use inspection. The unit passed all factory-specified performance and safety test specifications. Device has been delivered to the customer and is ready for clinical use.

Event description:
It was reported that during pre-use inspection, the cs100 intra-aortic balloon pump (iabp) had automatic inflation failure. There was no patient involvement.